Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Results: damaged cartridge. The analysis results showed that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. There was resistance felt while trying to close the device or forward the pin manually. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. The reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lap low anterior resection, the retaining pin could not be manually advanced at the 1st firing when the device was used for the colon. One surgeon held the head of the device and another surgeon pushed the retaining pin actuator. Then, the retaining pin protruded and it damaged on the left middle finger of the surgeon who held the head of the device. Oozing was confirmed. The wound was not so large, but the amount of bleeding was high. The wound could be covered with the adhesive plaster after washing the wound site. After the device was fired, it was found that pieces of glove that the doctor was wearing had a stuck between the target tissue and the staples. The target tissue where glove pieces were stuck was punched out by double stapling technique with an anastomosis device. The glove pieces were confirmed in the punched out ring. No glove¿s pieces were left inside the patient. There were no adverse consequences to the patient. The surgeon was not exposed to any blood born pathogens.